Manufacturer narrative:
Corrected data: h.11 the most significant factor contributing to the difficulty withdrawing the device back through the sheath is fluid remaining in the balloon during removal due to insufficient deflation of the balloon prior to withdrawal (e.g. Due to insufficient time allowed for deflation, inability to deflate due to device damage/defect). Therefore, the root cause is likely user error. The complaints history identified: this subject complaint (B)(4) and the related complaint (B)(4). Recurring lot number review: a recurring lot number report was run on product lot number: 505454 and this is the only complaint associated with this lot number.

Event description:
N/a.

Event description:
During a procedure for embolectomy of the common iliac artery and treatment of acute bleeding, three advanta v12 stents were used with malfunctions reported. This MDR is for a report that there was problems pulling back the delivery system after successful implantation of the stent. According to the hospital, patient passed away following the procedure, regardless of the v12. See related death report (3011175548-2024-00211).

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Related mfg report numbers: 3011175548-2024-00211 and 3011175548-2024-00213. Additional information: section d8, h6, h11 investigation summary: during a procedure for embolectomy common iliac artery + left for acute bleeding, several advanta v12s were used. There were problems with pulling back 2 of them, the 3rd. Broke off. According to the hospital, the patient died regardless of the v12.¿ no other details regarding this case were provided. The product in question was not returned and no images or fluoroscopic images from the case were provided. Multiple questions were asked of the complainant and no responses to the questions were provided. In this regard the complaint cannot be confirmed. As the device was not returned an investigation into the root cause of the difficulties experienced is difficult to access. Additionally, a contemporaneous sample was not requested as the details of the clinical procedure were not provided so impossible to duplicate with an additional sample from inventory. Based on the review of the device history records there is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. All quality and performance requirements were met. The investigation cannot conclude the device was at fault. The most likely cause of the difficulties experienced during the withdrawal of the balloon back through the introducer sheath are likely related to the physician not allowing sufficient time for the balloon to deflate and not visualizing the balloon as being fully deflated under fluoroscopy prior to withdrawal. The instructions for use are very specific. ¿ note: deflation times may vary based on balloon size, catheter length, and inflation media used. Deflation may take longer with larger devices and higher concentrations of contrast.¿ ¿important: visually verify full deflation of the balloon via fluoroscopy before proceeding to step 8 for withdrawal of the delivery system.¿ ¿caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.¿ in this regard the root cause is likely user error. The complaints history identified: this subject complaint (B)(4) and the related complaint (B)(4). Recurring lot number review a recurring lot number report was run on product lot number 506472 and this is the only complaint associated with this lot number. The CAPA/cr review identified one CAPA associated with component separations that determined that the root cause was related to the physicians not allowing enough time for the balloon to deflate. This is CAPA 789082. This CAPA has been closed as effective. Complaint escalation determination: escalation is not required for this complaint. There is no evidence to suggest that the device in question was faulty or manufactured improperly. Based on trending the actual occurrence rate over 15 months was (B)(4) and the actual occurrence level was 2, which did exceed the anticipated occurrence level of 1. A corrective action request (cr1138487) was generated for this occurrence excursion.